Event description:
Two years post-uae continuing severe back pain. Radiologic studies and culture revealed an antibiotic resistant fungal infection in the spine. Surgical intervention was required to scrape and clean out the pocket of infection. This problem developed de novo following uae. Medical consultant advised that disks may need to be removed if the infection does not clear up. This complication has been life altering with deteriorating debilitating physical status.